Event description:
It was reported that there was a problem receiving efficient therapy, following an implanted infusion pump. During the pre-pump trial, the patient favorably responded to a lioresal injection into the cerebral spinal fluid (csf). However, following implant, a dose of 200ug/day, did not produce efficacy. Blood work was within normal limits and infection was ruled out. A 100ug simple bolus was given to ensure the rotor was performing and the catheter was opaque. It was stated the patient "responded" to the bolus. Additionally, it was noted the patient was "not more spastic." Troubleshooting with simple continuous dosing versus flex mode dosing was considered. Additional troubleshooting tests, such as an indium study, motor test, and catheter dye test, were also discussed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Additional information: it was later reported that a catheter revision took place on (B)(6) 2013. Patient was indicated to be receiving "peros medication". It was indicated that no malfunctions were seen and the cause of the event could not be determined. No further diagnostics were performed on the device.